Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, unknown side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening on anterior, crease fold, wear abrasion, brown particles inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on anterior assessed, as unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device remains implanted.